Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2014, when the patient passed through airport security, the stimulation from their implantable neurostimulator (ins) turned off and it did not work until they traveled back and saw their doctor which resolved the issue. No symptoms were reported in the event. The indications for use for the implanted device were noted as spinal pain and cervical/neck. If additional information is received, a follow-up report will be sent.